Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 3 years , 11 months. The reported switch to epc system controllers due to constant driveline fault alarms was reported under medwatch MFR report # 0002916596-2014-00690. Device evaluation: the pump was returned assembled with the driveline cut approximately 4.5 inches from the pump housing and the distal portion of the driveline was returned in two separate sections measuring 14.5 inches and 20 inches, respectively. The driveline was tested for electrical continuity in the condition that it was received and the green wire at the pump-end produced an open circuit. Visual inspection of the pump's nipple housing revealed that the green wire was completely severed. Examination of the 14.5 inch internal section of the driveline revealed breaches to the insulation of the green, yellow, black, brown, and orange wires approximately 9 inches from its proximal end. The green and yellow wires redundantly support motor phase 1, the brown and black wires redundantly support motor phase 2, and the orange wire redundantly supports motor phase 3. The report of cosmetic damage to the silicone jacket of the driveline was confirmed through the evaluation of the 20 inch distal section of the driveline. Areas of insulation abrasion were noted along this section of the driveline, but it was otherwise unremarkable. If the exposed conductors of the green, yellow, black, brown, or orange wires contacted the braided shield while the system was operating on the power module, the resulting electrical short to ground would have resulted in the alarms and pump stoppages that were confirmed through the analysis of the submitted system controller log file. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on either the power module or battery power. Additionally, the open green wire at the pump's nipple housing would have caused the reported driveline fault alarm. Evaluation of the sealed inflow conduit and outflow graft revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device(lvad). It was reported that a pump stoppage occurred at around 6:00 am on (B)(6) 2016 following a battery exchange when the patient got up to use the bathroom and the pump was unable to restart, even after exchanging the system controller. It was also reported that there was a history of cosmetic damage on the external portion of the patient's driveline and the patient was previously switched to epc system controllers due to constant driveline fault alarms. The submitted system controller log file was reviewed by a technical services representative and captured approximately 2 minutes of pump stoppage, low flow, and low speed hazard events. It was reported that the patient was able to tolerate being off pump support well and underwent a successful pump exchange on (B)(6) 2016.